Manufacturer narrative:
(B)(6)

Event description:
It was reported that the device doesn't work. No back-up device was available. No patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the foot switch¿s air inlet relief valve contained internal rust and corrosion. The outside of the valve also contained corrosion. The valve grasping ring was also noted to be missing. A functional evaluation revealed that the unit¿s foot pedal¿s air inlet relief valve was stuck in the open position and continuously leaking air. The complaint was confirmed and the root cause was determined to be corrosion and rust within the relief valve preventing the valve from closing.